Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that a signal loss occurred. The wearable was inserted into the arm on 01/18/2025. On 01/25/2025, it was reported that the patient was getting signal loss on both her tandem t:slim x2 pump and dexcom app. The signal loss lasted for about 3 hours and when egv returned, she reported getting high on both the pump and app screens. The patient had no glucometer at that time. By 01/25/2025 at 9am, the patient was nauseated and vomiting. No mention if the symptomatic hyperglycemia was treated. It was by 01/26/2026 at 1:00 am when her daughter brought her to the hospital. When she arrived there, they did a fingerstick which showed a bg reading of high (cannot provide exact reading). The egv at that time was not documented. The patient was given insulin and fluids via IV. At the time of the call, the patient was still at the hospital and is still wearing the sensor. The egv was was 295 mg/dl. A bg fingerstick was taken and it showed 271 mg/dl. The calibrated and egv was 292 mg/dl. Her doctor said she had dka. The patient was discharged on 01/28/2026. The patient still feels unwell. No other details were documented. Data investigation could not confirm the adverse event. On 01/25/2026 the patient began to receive high alerts at 9:13 pm and acknowledged the high alert threshold on 6 separate occasions, until 11:18 am the morning of 01/26/2026. The signal loss alert was disabled, the other alerts functioned as intended at their respective thresholds. Additionally, signal loss is observed during the window of investigation over an hour due to the patient closing the mobile app. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that a signal loss occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient was getting signal loss on both her tandem t: slim x2 pump and dexcom app. The signal loss lasted for about 3 hours and when egv returned, she reported getting high on both the pump and app screens. The patient had no glucometer at that time. By (B)(6) 2025 at 9am, the patient was nauseated and vomiting. No mention if the symptomatic hyperglycemia was treated. It was by (B)(6) 2026 at 1:00 am when her daughter brought her to the hospital. When she arrived there, they did a fingerstick which showed a bg reading of high (cannot provide exact reading). The egv at that time was not documented. The patient was given insulin and fluids via IV. At the time of the call, the patient was still at the hospital and is still wearing the sensor. The egv was was 295 mg/dl. A bg fingerstick was taken and it showed 271 mg/dl. The calibrated and egv was 292 mg/dl. Her doctor said she had dka. The patient was discharged on (B)(6) 2026. The patient still feels unwell. No other details were documented. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause could not be determined. No additional event or patient information is available.